Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the user facility's incorrect handling of the device during reprocessing. A further cause of the incorrect reprocessing could not be presumed. According to the methods for procedure in line with the instructions for use (IFU) below, we determined the suggested event can be prevented: the instruction manual reprocessing manual ¿gif/cf/pcf-290 series¿ describes that a reprocessing must always be implemented after each procedure. It is recommended that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was insufficiently cleaned and disinfected between inspections. There is a possibility that an insufficiently reprocessed endoscope was used on the patient. The intended procedure was completed using the same equipment, and there was no report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue as it is currently being used. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.